Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-21187. It was reported the patient does not feel stimulation after having experienced several falls recently. X-rays confirmed one of the scs leads had migrated. The sjm representative was able to provide improved stimulation via reprogramming. The patient has a f/u appointment with the physician to determine if surgical intervention will be taken at a later date.